Event description:
The patient was an elderly woman with thin atrophic mandible. The plate was a gold fracture plate with bone screw fixation, it looks like the screws are 8mm in length. Plate broke at screw hole. Plate visually does not appeared to be over bent.

Manufacturer narrative:
Na